Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hiking and an occlusion alarm occurred. Customer did not hear the occlusion alarm and continued to hike. Reportedly, customer was using fiasp insulin in the cartridge. At the time of the occlusion, customer did not have additional pump supplies to address the occlusion or alternate therapy for insulin deliveries. Customer experienced an elevated blood glucose (bg) level over 600 mg/dl, diabetic ketoacidosis symptoms, chest constrictions, hypertensive muscles and nausea. Customer called 911 and was transported to the emergency room (ER). While in the ambulance, customer's heart was monitored by an electrocardiogram. Customer was treated with intravenous fluids and insulin. Customer was released from the ER in a stable condition 9 hours later with bg between 306-307 mg/dl. After being released from ER, customer wore a holter monitor for 48 hours as a safety measure. Customer loaded a new cartridge using insulin from the previous cartridge and resumed insulin delivery. No additional occlusion alarms occurred.